Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 5.4, lab: 1.5. Pt¿s therapeutic range: 2.0-3.0 inr. Pt reported normal bruising, as usual.

Manufacturer narrative:
Investigation pending.